Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("infection (other) describe: pelvic") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic infection, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she need additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, other relevant history, lab data, product information, concomitant drugs and events: infection (other) describe: pelvic, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), vaginal discharge were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and pelvic infection ('infection (other) describe: pelvic') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal discharge, abdominal pain and vaginal infection had not resolved and the pelvic infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need additional surgery. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events per pfs: abdominal pain and vaginal infection. Outcome for events pelvic pain, abdominal pain, vaginal infection, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal discharge were not resolved. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.